Event description:
Additional information stated the patient's "adaptor was replaced." It was noted that "all impedances were within normal range" and "the impedance issue was resolved."

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64002, lot# n251409, implanted: (B)(6) 2010, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v079980, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
Further follow up information received reported that the patient had exploratory surgery on (B)(6) 2013. Additional information has been requested but was not available at the time of this report.

Event description:
Follow up information reported that the impedance issue did not improve and that the patient was to be scheduled for exploratory surgery in the next couple of weeks. The plan was to replace the adaptor component of the implantable neurostimulator (ins) first to see if that was the issue. If that did not resolve the issue, the plan was to check the lead component. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 64002, lot# n251409, implanted: (B)(6) 2010, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 3387s-40, lot# v079980, implanted: (B)(6) 2008, product type: lead. Product ID: 3387s-40, lot# v100240, implanted: (B)(6) 2008, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there were impedances greater than 40,000 ohms. Impedances were tested before the procedure began and they were "good." The doctor replaced the stimulator and got impedances that were greater than 40,000 ohms. Due to patient complications the doctor decided to replace that stimulator with a new stimulator. Impedances were tested and they were still greater than 40,000 ohms on the right lead. Due to patient complications the doctor had to close up and end the surgery. The impedances were checked post-operatively and they were still greater than 40,000 ohms on the right lead. It was also noted the patient had some dementia so it was difficult to tell if they were getting good therapy relief. Device was not turned on at the time. Follow up reported impedances did not resolve in the recovery room. It was noted the patient would be following up with their doctor. The doctor and the neurologist were aware that it could be a problem with the adaptor, unfortunately the adaptor could not be tested due to the situation in the operating room. It was later reported there were impedances greater than 40,000 ohms on the ride side lead 4-7. It was noted they attempted to renumber the lead 8-11 to check configuration and impedances were greater than 20,000 ohms. Threshold testing was attempted on the historically used electrode c and 1. The patient showed very little to no improvement at 3.5 volts stimulation. C and 0 were attempted and the patient had some improvement with rigidity but started to get facial pulling at higher amplitudes. It was also noted during the original procedure the patient became "severely hypotensive" within moments of the case beginning and the surgeon decided to close with high impedances. It was noted the patient had been doing "alright" but was only receiving unilateral limited benefit. It was noted the patient planned to discuss possible surgical procedure to correct issue with their health care professional. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available. Refer to manufacturer report # 3004209178-2013-02791. Report on first battery with high impedances during procedure.